Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07318. It was reported that a burr became stuck on rotawire and thrombus formation occurred. The target lesion was located in the severely calcified coronary artery. A 1.25 mm rotalink¿ plus and rotawire¿ were selected for use. Continuous flushing was performed. During withdrawal outside the patient's body, it was noted that the tip of the rotalink plus came out from the y-connector device and became stuck on the rotawire. The rotawire became unable to move and was pulled out together with the burr. No issues were found on the tip of the device. A kink at the proximal part of the wire was suspected to be the cause, but according to the physician, it was due to the thrombus/blood clot that were attached to the wire. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The handshake connection, sheath and coil were microscopically and visually examined and observed that the rotawire was stuck in the lumen and a kink was preventing the withdrawal of the rotawire from the burr catheter. The rotawire was cut 4cm from the proximal end to facilitate removal. The guidewire was able to be removed from the burr catheter. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07318. It was reported that a burr became stuck on rotawire and thrombus formation occurred. The target lesion was located in the severely calcified coronary artery. A 1.25mm rotalink plus and rotawire were selected for use. Continuous flushing was performed. During withdrawal outside the patient's body, it was noted that the tip of the rotalink plus came out from the y-connector device and became stuck on the rotawire. The rotawire became unable to move and was pulled out together with the burr. No issues were found on the tip of the device. A kink at the proximal part of the wire was suspected to be the cause, but according to the physician, it was due to the thrombus/blood clot that were attached to the wire. No patient complications were reported and the patient's status is good.